Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6).2021, the patient went to the hospital for an undisclosed, unrelated reason; she did not specify what symptoms she was experiencing, but it was stated that she 'had symptoms of a high reading.' As part of the triage intake the hospital checked her bg which was 20 mmol/l. The cgm was reading 5.6 mmol/l. She was treated with unspecified IV fluids for the elevated bg. She was released from the hospital the same day, in improved condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.